Event description:
The authorized service personnel (asp) found broken ground wire. The customer reported that the unit was not in use on patient. The authorized service personnel (asp) contacted product support and requested incident ticket to repair. The authorized service personnel (asp) replaced liquid crystal display (lcd) cable with new ground. Restored unit. Testing and verification completed. Based on information provided and/or service performed, the customers alleged malfunction was confirmed, or failed to meet specifications. The device was not being used for treatment when the reported event occurred. The caused of the reported issue is broken ground cable. Based on the review of (enclosure issuer, electrical safety), broken ground cable found outside clinical use is prior to therapeutic application and presents no direct patient harm. Risk level associated with this complaint is 0.